Event description:
Patient reported left side "leaking¿, ¿deflation¿, ¿leaking noted around valve¿ and ¿damage caused by explant surgery noted as stab in implant by surgeon for removal." The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation and valve leak and/or damage: observed crack on the valve assessed as cracked valve seat diaphragm valve also observed delamination on the valve assessed as adhesive failure. ¿ use-error: observed one opening assessed as surgical damage. No other observations observed, no further actions are required.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side "leaking¿, ¿deflation¿, ¿leaking noted around valve¿ and ¿damage caused by explant surgery noted as stab in implant by surgeon for removal." The device has been explanted.